Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified left antebrachium arteriovenous fistula. The sterling over-the-wire was advanced to the target lesion and inflated two times at 12 atms for sixty seconds. Upon the second inflation, a balloon rupture occurred. The sterling over-the-wire was removed and the procedure was completed with a symmetry 4.0 x 20 mm balloon catheter. No patient complications or injuries were reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).